Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2005 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that after implantation patient experienced pain, recurrence and neuromuscular, urinary and bowel problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence and neuromuscular problems. (B)(4).

Manufacturer narrative:
Date sent to FDA: 1/31/2019. Additional narrative: it was reported that the patient died on (B)(6) 2015. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.